Event description:
According to the available information when inserting the jj stent the pusher got stuck in the jj. A new jj kit was opened and only used the pusher. Extended the intervention and delay in care.

Manufacturer narrative:
B3: estimated date.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find another complaint with the same defect regarding the lot number 8302300. Checking the quality databases revealed a corrective and preventive action CAPA (B)(4). " connection/disconnection issue with yn286x black pusher." This CAPA has conducted to the redesign of the pusher and the change control (B)(4) (creation of new orx tip adjustable pushers (box of 5 and component kits)). Our r&d has worked on improvements such as modifying the black outer tube and reducing the length of the inner tube connection tip. The MDR ce-mark was obtained and the implementation of the orx pusher was done gradually from q2 fy 23/24. A similar case study was performed based on same item number, same defect over last four year, 6 similar cases were found

Event description:
According to the available information when inserting the jj stent the pusher got stuck in the jj. A new jj kit was opened and only used the pusher. Extended the intervention and delay in care.